Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There is no possibility that the endoscope was used for a procedure with the foreign material attached to it. It¿s unknown if there was a delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The endoscope was not immersed in the detergent solution. The air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, it is likely that deviation of reprocessing from the instruction manual could have caused the foreign material to have remained. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] -inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the insertion section was crushed, watertightness was not maintained due to holes in the curved rubber, the bending angle was insufficient, the angle knob had play, the illumination lens was cracking, the insertion tube was scratched, the air/water nozzle was clogged, there was a foreign object inside the nozzle, the tip cover was scratched, the operation part was discolored, the operation part was scratched, switch 1 was scratched, the switch box was scratched, the operation unit cover was scratched, the right/left knob was scratched, the grip was scratched, the forceps plug cap had been scraped off, the universal cord was scratched, the scope connector side of the universal cord was scratched, the operation part of the universal cord was scratched, water coverage was observed on the electrical connector, the scope connector was scratched, the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a pinhole in the bending section rubber and buckling of the insertion tube. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.